Event description:
It was reported that an ilet user paired a new dexcom g7 that connected to the dexcom app but failed to display glucose readings on the ilet for over thirty minutes, with the user receiving alert code 92 while the dexcom app showed a glucose value of 150 mg/dl. Symptoms included no ilet glucose data availability during the pairing period. Outcomes included temporary interruption of automated glucose management on the ilet until data transmission resumed. Investigation included remote troubleshooting and education, including toggling cgm settings and re-entering the g7 pairing code. Investigation of this case revealed a pairing communication failure between the g7 and the ilet while the g7 functioned on the dexcom app, consistent with a data transmission or connectivity issue limited to the ilet interface. It was concluded, based on previously established findings for similar reports, that the cause was transient cgm-to-ilet connectivity.